Event description:
A customer reported experiencing two alarms, an alarm 2 followed by alarm 26, after encountering an issue with an occlusion in the infusion set site. This problem caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." Customer addressed the high bg by changing the infusion set and administered correction bolus. The customer noticed symptoms within three hours of insertion at the abdomen and reported frequent and recurring occlusion issues. The customer was able to resolve the issue by changing the infusion set and cartridge and then resuming insulin. Additionally, the company¿s technical support provided tips for preventing cannula issues, and follow-up attempts were made with the customer, although contact was unsuccessful.